Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2022-00175.

Event description:
The user facility reported that treatment of coronary chronic total occlusion (cto) was performed from the right and left iliac arteries. Perclose devices (abbott) were used for hemostasis, and hemostasis failed. The perclose devices were not used, and the angio-seal devices were used to continue hemostasis procedure. However, hemostasis could not be achieved with the angio-seal devices, either. The angio-seal devices were not used, and 0.5 hours of manual compression was applied. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture sites were the right and left iliac arteries and distal to the inguinal ligaments. The vessel diameter was 9 mm. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.